Manufacturer narrative:
A device history record review was completed for provided material number 300330 and lot number 2310502. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were not returned, twenty (20) retained samples were obtained from the manufacturing facility for review. The retained samples did not display any signs of leakage. Although we were unable to reproduce the reported issue, it is possible that this incident resulted from damage to the plunger component. This type of damage may occur during the handling of the product through the manufacturing process or within the plunger assembly machine. If this issue were to reoccur, we would greatly appreciate the opportunity to review the affected sample. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
23-jul-2024- received an email response: 1. What medication was used? This was an onco unit the leakage occurred during medication preparation in day care and filling normal saline into the syringe. 2. Was there any visible damage in plunger? No. 3. Was there any visible damage in barrel? No. 4. It was mentioned occurrence as 10 - all are single event? It was not single event but as per the customer in a span of 1-2 days suddenly they got multiple compliants.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd discardit syringe s2 leaked past the stopper. The following information was provided by the initial reporter: customer complained there was leakage if medication from discardit 20ml syringe while loading and delivering the medication. The leakage was between the plunger and the barrel.